Event description:
Additional information received that prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm in the right internal carotid artery with a maximum diameter of 7 millimeters and a neck diameter of 3 millimeters, there was a non-detachment issue with the axum coil. The physician made three attempts to detach the coil using the instant detacher and two manual attempts via hypotube, but the coil did not detach. It was noted that there was no issue with the instant detacher. The patient's blood flow was normal, and the vessel tortuosity was moderate. The procedure was completed by inserting another axium coil. No patient symptoms or complications were associated with this event.